Event description:
The pt rec'd a quarter size blister during an electrotherapy treatment. In 2008, the pt had just completed exercises and was to receive a combination treatment of hot pac and electrotherapy. The pt was about 6 1/2 mins into the treatment when he informed his therapist that the machine just stopped. The electrodes and hot packs were removed from the pt, no noticable marks were on the pt. The pt called about a 1/2 hr after his visit to inform the facility that he has a burn mark where the electrodes were placed. The stim machine was removed immediately from the stand and placed aside to prevent further use of the machine until we were contacted.

Manufacturer narrative:
Awaiting return and eval of device. The initial complaint was updated on 7/14/2008 to a MDR reportable event after the clinic provided add'l details regarding the event.